Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they had low blood glucose level. Customer's blood glucose value was 39mg/dl and treated for low with juice treated for high blood glucose value which was 280mg/dl treated with pump. Customer was not able to troubleshoot for high or low blood glucose level.